Manufacturer narrative:
Initial reporter postal code: (B)(6). The lot was manufactured from october 26, 2021 to october 28, 2021. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which observed fluid inside a bag containing the device which suggested a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked into the overpouch. This was observed at the hospital, prior to patient use. There was no observed defects with the packaging. The device was filled with fluorouracil hs (ebewe) 3625mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.